Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/05/2015 with the following findings: there were call service 064 alarms observed in the pump's black box. The piston did not move during the rewind step and a call service 064 alarm was given during the load cartridge step. The motor was removed and tested with an external power supply. No motor stalls were reproduced. The lead screw and piston rod were stiff and difficult to operate. The piston rod was able to be moved down the lead screw without noticable resistance. Unrelated to the motor, the battery compartment was cracked from the threads to the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.